Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect, component, and investigation clinical codes.

Manufacturer narrative:
D10: concomitants: 4438813 02-010-01-0325 - logic femoral ps cem right sz 2.5, 4487372 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t, 4653981 200-02-32 - three peg patella 32mm, 4665296 204-34-02 - fluted stem extension 25l x 14 mm, 4666817 204-70-00 - tibial stem ext. Screw.

Event description:
It was reported that approximately 88 months after a right total knee replacement procedure, a patient underwent a revision procedure to address the "(lysis) due to the spine of the liner being rubbed up against". Patient was last known to be in stable condition following the event. Unable to obtain images or x-rays. Product not returning: unable to obtain them.